Event description:
It was reported that a homechoice patient passed away. According to the report, the patient had multiple unknown alarms on their homechoice over the two days prior to death. It is unknown if the patient received their pd treatments during those two days. The day after the alarms occurred, the patient's wife called the paramedics due to the patient's complaints of shortness of breath. The patient coded when he arrived at the hospital and passed away. It is unknown if the patient was connected to the homechoice or received pd treatment on that day. The consumer stated the cause of death was congestive heart failure; however, an autopsy was not performed.

Manufacturer narrative:
(B)(4). A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported condition. The device was not returned for evaluation; therefore, an analysis could not be performed.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should the device be received and evaluated or if relevant additional information becomes available, a follow-up report will be submitted.